Event description:
International customer reported that a patient underwent a laparoscopic hernia repair with mesh implant in 2008. The patient began to experience intense pain about one month post-op. The patient was returned to surgery seven months later, and the mesh explanted and replaced with an unspecified product. The surgeon noted fatty tissue and bowel adhesions to the mesh; the superficial portion of the mesh had normal tissue ingrowth.

Manufacturer narrative:
Date sent to the FDA: conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.